Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer able to adjust left and right side stimulation independent and as a result is not receiving isolated left side stimulation as desired. An sjm rep was unable to resolve the issue with reprogramming. There is a possibility surgical intervention will be taken at a later date to address the issue.